Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia overnight and, in the morning, with a documented blood glucose of 346 mg/dl; the caregiver disconnected the user from the ilet pump and administered long-acting insulin via multiple daily injections, and support advised temporary pump disconnection with consideration of dawn phenomenon and a potential factory reset. Symptoms included hyperglycemia. Outcomes included ongoing monitoring at home without alarms, alerts, or hospitalization. Investigation included complaint handling and troubleshooting with user education. Investigation of this case revealed no device alerts and no confirmed device malfunction, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.